Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menstruation irregular ("menstrual irregularity"), abdominal distension ("looked like was 9 months pregnant during menstrual") and vaginal discharge ("keep getting yellowish white discharge"). The patient was treated with surgery (essure removed, tubes removed in aug (year unspecified)). Essure was removed. At the time of the report, the dysmenorrhoea was resolving, the menstruation irregular had resolved and the abdominal distension and vaginal discharge outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, menstruation irregular and vaginal discharge to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: cramping, abdominal distension, menstrual irregularity and vaginal discharge. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menstruation irregular ("menstrual irregularity"), abdominal distension ("looked like was 9 months pregnant during menstrual"), vaginal discharge ("keep getting yellowish white discharge") and tooth disorder ("3 teeth removed because of essure") and was found to have cervix carcinoma ("cervical cancer"). The patient was treated with surgery (essure removed, tubes removed in aug (year unspecified)). Essure was removed. At the time of the report, the dysmenorrhoea was resolving, the menstruation irregular had resolved and the abdominal distension, vaginal discharge, cervix carcinoma and tooth disorder outcome was unknown. The reporter considered abdominal distension, cervix carcinoma, dysmenorrhoea, menstruation irregular, tooth disorder and vaginal discharge to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: cramping, abdominal distension, menstrual irregularity, cervical cancer and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : have 3 teeth removed because of essure. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menstruation irregular ("menstrual irregularity"), abdominal distension ("looked like was 9 months pregnant during menstrual") and vaginal discharge ("keep getting yellowish white discharge") and was found to have cervix carcinoma ("cervical cancer"). The patient was treated with surgery (essure removed, tubes removed in aug (year unspecified)). Essure was removed. At the time of the report, the dysmenorrhoea was resolving, the menstruation irregular had resolved and the abdominal distension, vaginal discharge and cervix carcinoma outcome was unknown. The reporter considered abdominal distension, cervix carcinoma, dysmenorrhoea, menstruation irregular and vaginal discharge to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: cramping, abdominal distension, menstrual irregularity, cervical cancer and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received. Event ovarian cancer was added. Product, patient and reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menstruation irregular ("menstrual irregularity"), abdominal distension ("looked like was 9 months pregnant during menstrual") and vaginal discharge ("keep getting yellowish white discharge"). The patient was treated with surgery (essure removed, tubes removed in aug (year unspecified)). Essure was removed. At the time of the report, the dysmenorrhoea was resolving, the menstruation irregular had resolved and the abdominal distension and vaginal discharge outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, menstruation irregular and vaginal discharge to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: cramping, abdominal distension, menstrual irregularity and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.